Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flowing of perfusion liquids was found coming from the catheter aspiration point. Clinical consequences, was impossible to administer therapeutic.

Manufacturer narrative:
Qn#(B)(4). Evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review based on sales history did not reveal any manufacturing related issues. The potential cause of the leaking extension line could not be determined based upon the information provided and without a sample. No further actions will be taken.